Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, missing display window, cracked case at display window corner, cracked reservoir tube and broken off the end cap.

Event description:
It was reported that the customer's insulin pump has multiple cracks. Customer's blood glucose levels at the time 171mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.